Event description:
The customer reported that insulin pump alarmed, insulin squirted out during the manual prime process, and the device was stuck in the prime loop. The blood glucose reading was 194mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked battery tube threads, reservoir tube lip, scratched reservoir tube window, lcd window and case.